Event description:
(B)(4) study. Same case as MDR ID: 2134265-2013-03506, 2134265-2013-03507. It was reported that post percutaneous coronary intervention procedure, congestive heart failure and death occurred. In (B)(6) 2012, the subject presented with supraventricular tachycardia and coronary ischemia. The index procedure was performed. Target lesion #1 was a lesion located in the distal of the right coronary artery with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.7 mm. Target lesion #1 was treated with pre dilatation and placement of a 2.25 mm x 16 mm ion stent delivery system. Following post dilatation, residual stenosis was 0 %. The subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject returned to catherization laboratory for the staged procedure to the left circumflex artery. Target lesion # 2 was a lesion located in the distal of the left circumflex artery with 75% stenosis and was 32 mm long with a reference vessel diameter of 2.6 mm. Target lesion # 2 was treated with pre-dilatation and placement of a 2.25 mm x 32 mm ion stent delivery system. Target lesion # 3 was a lesion located in the proximal of the left circumflex artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.4 mm. Target lesion # 3 was treated with pre-dilatation and placement of a 3.00 mm x 12 mm ion stent delivery system. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject was admitted due to exacerbation of congestive heart failure and chronic obstructive pulmonary disease (copd) exacerbation. Medications were given to treat this event. On the eighth day, the subject was discharged. The subject expired three weeks after discharge. The cause of death was copd.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).